Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Promus premier ous mr 3.50 x 16mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified proximal damage. Strut 1 from the proximal end of the stent was lifted and pulled distally. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified multiple hypotube kinks. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-sept-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). Following pre-dilatation using a semi-compliant balloon, a 16 x 3.50 promus premier¿ stent was advanced but failed to cross the lesion after repeated attempts. The procedure was completed with a 3.5x15 non-bsc stent. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.